Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 400's (mg/dl) for 2 days. Reportedly, customer discontinued use of the pump and reverted to insulin injections. Although requested by tandem technical support, customer refused to troubleshoot the pump or discuss the high bg events. Customer requested to receive additional training by a tandem clinical diabetes specialist. No further information was provided on the reported event.